Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results. This complaint is being reported because the reported results of 5.9mmol/l and 8.4mmol/l did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.